Event description:
Legal claim alleges the patient was revised. No further information is available at this time. Update: (B)(6) 2011 - litigation papers allege the following: patient complained of hip pain after each of his hip replacement surgeries. On (B)(6), 2008, patient underwent surgery to excise scar tissue. Patient continued to complain of hip pain. On (B)(6), 2008, left hip of patient revised and replaced with a cement spacer. On (B)(6), 2008, patient had surgery to replace cement spacer in left hip with new total hip. Right hip revised (B)(6) 2011. Upon information and belief, the hip became loose. Upon information and belief, the hip generated excessive metal debris in patient resulting in high levels of metal ions in patient's body.

Manufacturer narrative:
The report states: legal claim alleges the patient was revised. No further information is available at this time. Doi: unk - dor: (B)(6) 2008. Update (B)(4) 2011 - litigation papers allege the following: patient complained of hip pain after each of his hip replacement surgeries. On (B)(6) 2008, patient underwent surgery to excise scar tissue. Patient continued to complain of hip pain. On (B)(6) 2008, left hip of patient revised and replaced with a cement spacer. On (B)(6) 2008, patient had surgery to replace cement spacer in left hip with new total hip. Right hip revised (B)(6) 2011. Upon information and belief, the hip became loose. Upon information and belief, the hip generated excessive metal debris in patient resulting in high levels of metal ions in patients body. Bilateral patient: doi: (B)(6) 2007 - dor: (B)(6) 2011 (right side); doi: (B)(6) 2007 - dor: (B)(6) 2008 (left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.